Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer¿s blood glucose level was impacted as it displayed "high" on their cgm. To address the high bg, the customer administered a correction injection via mdi. Reportedly, the customer massaged the infusion set area, and resumed insulin to address the occlusions. Additional follow-up assistance was requested as the customer was experiencing frequent occlusion issues.